Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred, and ablation was stopped. Double stop technique was the performed. As the pnp did not recover, the procedure was switched to and completed with radiofrequency ablation. It was confirmed that the patient's pnp did not recover, and a follow up was scheduled the following month. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files showed five applications were performed with catheter 2af284/75188 the date of event. Patient file did not show any system notices. Two applications are inflation only. Ablation time for application four (176 sec) is less than preset times (180 sec). Most likely it was stopped manually. During application four, a double stop might have been performed. As the phrenic nerve palsy did not recover, the procedure was switched to and completed with radiofrequency ablation. It was confirmed that the patient's phrenic nerve palsy did not recover, and a follow up was scheduled the following month. No further patient complications have been reported as a result of this event. In conclusion, the reported issue is a clinical event encountered during procedure and there is no indication of catheter malfunction. Console output data showed that the console reaction is as expected. If information is provided in the future, a supplemental report will be issued.